Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/03/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the problem and root cause could not be determined.